Event description:
The customer reported that the battery door needs to be replaced. The customer did not specify when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that the battery door is missing. The battery springs inside the battery compartment are bent. Aqualert water indicator label shows moisture exposure. Clear plastic films over battery diagram are peeling. The alarm unit cannot be powered up with batteries since the battery door is missing. The alarm unit powers up when using an external power supply. Note: the instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing; battery door is damaged; alarm case is damaged; or alarm is cracked. When accessing the battery compartment, slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to the battery door or battery contacts. (B)(4).